Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the software could not be started due to a failure of the printed circuit board causing most of the functions of cv-190 to become inoperable.

Manufacturer narrative:
The device was returned to olympus for evaluation. The repair center confirmed the customer's complaint due to faulty cp board. The device was repaired and returned to the customer.

Event description:
The customer contacted olympus to report the input output was not functioning as intended. There was no report of consequence or impact to the patient.